Event description:
It was reported the patient alert had sounded due to high pacing impedance, greater than 3000 ohms. Lead breakage was suspected. The lead was replaced. No patient complications have been reported as a result of this event, and the patient's outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.